Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010 for investigation. A visual inspection revealed that the delivery tube was returned with the loading device, but without the seal and tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the visual observations, the reported complaint "seal would not deploy" could not be confirmed. If the seal did not deploy properly, it would have been returned stuck in the deployment tube. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).